Event description:
In 2013 I had gore tex mesh implanted visa sacrocolpopexy. Since that time, I have intense pain in my sacrum and pelvis. The implant was done at cornell weil in (B)(6) . By dr. (B)(6) and dr. (B)(6) . I have been left crippled by the pain. I no longer function sexually and have difficulty with maintaining my independence. Shopping for food, attending medical appointments. I am complexly isolated socially because I cannot get out of the house and participate. The pain involves my entire pelvic region. I have not found either the dr.'s or hospital responsive to my situation. They assured me that they would be available for follow-up if complication occurred. So far, this has not been the case. My surgery was an open abdominal surgery. Mesh implantation was done manually and not robotically. I think mesh is a hazard and should be removed from treatment. It had a life long debilitating effect on my health.